Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Patient stated the stimulator was removed in march because they had a fusion done and it was in the way, plus the patient said the therapy wasn't really working since dec anyway. Patient believes they removed all the components that they could but some of the lead may have been cut and left in - the patient wasn't really sure. Agent emailed prs the updated information about the stimulator. Redirected caller: device registration additional information was received from a patient (pt). It was reported that the wires were pulled during the surgery a couple of years ago and the implanted device was not working. Patient mentioned they haven't used the device for so long. Patient mentioned they had another back fusion which worked and they did not need the spinal cord stimulator because it would not work. Additional information was received from a healthcare provider (hcp). The hcp confirmed that the device was removed and discarded. No additional information could be gathered.